Manufacturer narrative:
Event date approximate.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that a patient aid helped the patient charge 2-3 days ago, and the battery was depleting rather than increasing. It was unclear if this allegation was in reference to the ins or the ins recharger (insr). The insr charge went from 3.955 v on (B)(6) to 3.910 v on (B)(6). The rep had been called into the hospital today to see that the patient had stomach pain and jaw tremor, and their stimulation was no longer on. The rep turned stimulation back on and the symptoms got better. The patient's impedance check with the stimulation on showed 910-1377 ohms. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the cause of the stimulation/recharging issue and stomach pain/jaw tremors remained unknown. The issues had been resolved. The patient and patient aid were still unsure if the ins recharger or ins were at fault. Impedances were within normal range.